Event description:
During the investigation of belt sn (B)(4) for an unrelated complaint, a reportable product problem was discovered. The trunk cable connector was broken on the belt. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval of the belt, it was discovered that the trunk cable connector was broken. The root cause of the broken trunk cable connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the broken connector. The pt rec'd a replacement electrode belt.